Event description:
Date of event: jan-march, 2000. During routine daily quality assurance duties, a prostate specific antigen (psa) assay was found to have given discrepant results, with one value reported as less than 0.1 ng/ml, and a duplicate showing a value of 7.1. Other psa samples reported as <0.1 ng/ml from the same run were pulled from sample storage and repeated. More incorrect results were discovered. All samples available, from all previous runs, having reported results as <0.1 ng/ml were pulled and repeated. More errors were found. Again, all runs were in control and did not have analyzer error messages. There were a total of 9 pt samples reported with psa reported as <0.1 ng/ml in error. Tosoh, MFR of the nexia instrument on which these assays were performed, was notified and requested to fix the problem.